Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a device changeout, no capture and under-sensing of r waves were noted on the right ventricular (rv) lead. The lead was explanted and replaced. It was noted that during the replacement procedure the physician used the current lead to place a new access wire by puncturing the lead insulation and placing a wire into the insulation and then advancing the lead into the vein to place the wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.